Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("disabling dysmenorrhea (that needed several therapies and several sick leaves)"), menorrhagia ("menorrhagia"), urinary tract infection ("repetitive urinary tracts infections (that needed several urologist consultation)") and pulmonary sarcoidosis ("unusual increasing of the known mediastinum-pulmonary sarcoidosis symptoms") in a 47-year-old female patient who had essure (batch no. 872992) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant) and pulmonary sarcoidosis (seriousness criterion medically significant), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal pain ("digestive pain of colonic type"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy and bilateral adnexectomy via laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract infection, pulmonary sarcoidosis, gastrointestinal pain and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, gastrointestinal pain, menorrhagia, pelvic pain, pulmonary sarcoidosis and urinary tract infection to be related to essure. The reporter commented: the patient underwent several examination with several specialists but no investigation permitted to explain the etiology of the symptoms. The patient presented with pelvic symptomology that justify hysterectomy. This intervention was to probably solve the pelvic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure in good place. Physical examination - on (B)(6)2017: exam did not provide a lot of information. Most recent follow-up information incorporated above includes: on (B)(6)2019: the dysmenorrhea and the pelvic pain were both presented, the clinic was not the same for both - event pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("disabling dysmenorrhea (that needed several therapies and several sick leaves)"), menorrhagia ("menorrhagia"), urinary tract infection ("repetitive urinary tracts infections (that needed several urologist consultation)") and pulmonary sarcoidosis ("unusual increasing of the known mediastinum-pulmonary sarcoidosis symptoms") in a 47-year-old female patient who had essure (batch no. 872992) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant) and pulmonary sarcoidosis (seriousness criterion medically significant), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal pain ("digestive pain of colonic type"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy and bilateral annexectomy via laparoscopy). Essure was removed on (B)(6) -2017. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract infection, pulmonary sarcoidosis, gastrointestinal pain and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, gastrointestinal pain, menorrhagia, pelvic pain, pulmonary sarcoidosis and urinary tract infection to be related to essure. The reporter commented: the patient underwent several examination with several specialists but no investigation permitted to explain the etiology of the symptoms. The patient presented with pelvic symptomology that justify hysterectomy. This intervention was to probably solve the pelvic symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure in good place. Physical examination - on(B)(6) 2017: exam did not provide a lot of information. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("disabling dysmenorrhea (that needed several therapies and several sick leaves)"), menorrhagia ("menorrhagia"), urinary tract infection ("repetitive urinary tracts infections (that needed several urologist consultation)") and sarcoidosis ("unusual increasing of the known mediastinum-pulmonary sarcoidosis symptoms") in a (B)(6) female patient who had essure (batch no. 872992) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sarcoidosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant) and gastrointestinal pain ("digestive pain of colonic type"), 7 years 9 months after insertion of essure. The patient was treated with surgery (total hysterectomy and bilateral annexectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract infection, sarcoidosis and gastrointestinal pain outcome was unknown. The reporter considered dysmenorrhoea, gastrointestinal pain, menorrhagia, sarcoidosis and urinary tract infection to be related to essure. The reporter commented: the defective sample was not kept by the department. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.